Event description:
A 2.5 mm diameter x 14 mm length endeavor mx2 drug-eluting coronary stent sys was implanted into a pt for treatment of lesion in the left main to the circumflex artery. The vessel morphology was reported as extensively diseased and 100% occluded. The lesion was pre-dilated. It was reported that the physician attempted another MFR's stent first; however, it was unable to cross the lesion and was removed. The lesion was pre-dilated a second time. The endeavor drug-eluting stent was successfully implanted. It was reported that a week later, the pt presented in cardiogenic shock. When they took pictures, it was noted that the entire left main was thrombosed; with flow going into the circumflex. The lesion was pre-dilated; three stents were placed. The pt was taken back to their room; however, a couple hrs later, the vessel had completely shut down. The pt was transferred to another hosp where it was reported that had expired at an unk date.

Manufacturer narrative:
Conclusions: other - (lack of info, no films received. Other - secondary intervention.